Event description:
It was reported that this brady lead was explanted due to induced damage during ablation. A new lead was implanted with the same model. No additional adverse patient effects were reported.